Event description:
A portion of the ceramic tip broke off the mitek vapr electrode. Surgeon went to an open procedure to remove the fragment. Ceramic fragment broken off during use was retrieved from the joint, without injury to the pt. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.